Manufacturer narrative:
Based on the available information, the cause of the alleged patient developed a pneumothorax was unable to be determined, as there was insufficient information provided to determine the severity of the pneumothorax. There is no allegation/report that a malfunction of an ion system, instrument, or accessory occurred. Should additional information become available, a supplemental MDR will be filed. No video/images were provided by the customer for review. A system log review cannot be performed since no events dates were provided for any of the alleged cases. This event is being reported due to the following conclusion: available information provided from the customer does not have enough information on the alleged pneumothorax incident to determine if it was temporary/transient. Also, due to the lack of response from the involved surgeon, isi does not have enough information to rule out if there was any medical intervention required. Based on the complaint information, there was no information provided to suggest that the patient sustained a serious injury and there was no report of medical intervention required to treat the issue. At this time, the cause of the alleged pneumothorax is unknown.

Event description:
It was reported that after a few unspecified numbers of patients had undergone ion endoluminal lung biopsy procedures, a few pneumothoraxes occurred. Per the intuitive surgical, inc. (Isi) endoluminal sales representative (esr) that she was informed by a surgeon that a few pneumothoraxes occurred on a few different patients after the ion procedures. The mentioned surgeon also stated that there was nothing wrong with the ion system, and that the pneumothoraxes were more of the complications associated with the patients¿ anatomy. Although it was reported that an unspecified number of patients experienced a pneumothorax, there is no information provided about the individual case and/or patient to suggest that the patient sustained a serious injury. Intuitive surgical, inc. (Isi) made the required follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report. The cause of the alleged pneumothorax and the procedure outcome are unknown at this time.